Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: (B)(6) batch: 20373816/20346301 UDI: (B)(4) .

Event description:
It was reported that the patient experienced dizziness due to overstimulation of the device and had pain at the implantable pulse generator (ipg) site. All components were explanted and will not be returned per hospital policy.